Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to a low battery voltage. During analysis the device functioned normally. No high current drain was detected . The device was placed in a temperature and humidity test. The device's power consumption was found to be normal. The battery depletion was traced to an internal anomaly within the battery.